Manufacturer narrative:
A loaner was provided to the customer, while the system is being returned to the factory for evaluation and repair.

Event description:
Customer reported the panorama central station's server had lost communication, which may have affected telemetry monitoring. No pt injury was reported.